Event description:
It was reported that the noise on the right ventricular lead was noted on (B)(6) 2014. Programming changes have been made over the course of clinic visits to avoid sensing as the patient is pacemaker dependent. On (B)(6) 2017, the asymptomatic patient presented in the clinic for the routine follow-up and the episodes were still occurring. The right ventricular lead exhibited noise of large amplitude leading to pacing inhibition. The noise was reproducible in clinic. On (B)(6) 2017 the lead was explanted and replaced by a competitor lead. The patient is stable throughout the whole procedure.